Event description:
It was reported that the arctic sun device failed on a patient, the control panel displayed a disc read error and would need a new panel to repair. Per follow up information received via task on 29sep2025, per teams chat with representative, patient used another device, and the control panel was being replaced onsite by biomed and would follow up with biomed once the panel was received. The repair has not been finished yet.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported issue is a failed control panel. The device was evaluated upon receipt. During evaluation it was found that the control panel had failed. The control panel was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed on a patient, the control panel displayed a disc read error and would need a new panel to repair.

Event description:
It was reported that the arctic sun device failed on a patient, the control panel displayed a disc read error and would need a new panel to repair. Per follow up information received via task on 29sep2025, per teams chat with representative, patient used another device, and the control panel was being replaced onsite by biomed and would follow up with biomed once the panel was received. The repair has not been finished yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed control panel. Per follow up information received via task on 29sep2025, per teams chat with representative, patient used another device, and the control panel was being replaced onsite by biomed and would follow up with biomed once the panel was received. The repair has not been finished yet. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.